Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the packaging for a modular head was opened, a hair like foreign substance was found in the sterile packaging. No further information provided.

Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints and vigilance engineer for investigation. Summary of investigation: visual checks a visual check was completed on the returned device and packaging with the following observation:- hair present between the top foam and tyvek lid. No damage to carton or sleeve. The tyvek lid was secured on one side of the blister by surgical tape. No damage to the blister walls or foams. Tyvek lid adhesion was constant around the contact point of the blister lid. The mhr related to the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. A review of the complaints data base has found no similar reported events for these items. Complaint has been confirmed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.